Event description:
It was reported via a legal notification that a patient, initial left knee implanted on (B)(6) 2015 with an optetrak device, was seen in (B)(6) of 2022 in which a bone scan revealed ¿mild synovial expansion with small amount of isointense debris, compatible with polymeric wear.¿ due to worsening pain, instability, the plaintiff underwent a left knee replacement revision surgery on (B)(6) 2023, approximately 7 years 2 months post the initial procedure. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemoral tibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information ¿ a2, a3, b1,b5, b6, d4 all, e3, e4, g4 510k, h4, h7, & h9. H6. Investigation results - the revision reported may have been the result of polyethylene wear resulting in pain and instability as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be confirmed as the device was not available for evaluation and images of the explanted device and pre-revision radiographs were not provided. These devices are used for treatment not diagnosis. There is no other information available. Correction- b3, d1, d6b.

Event description:
Additional information via legal department-revision operative report of 10 jan 2023. Post-operative diagnosis: failed total knee replacement with instability and recalled polyethylene. Clinical history: the patient presented with pain and instability. She stated that several times her knee had ¿given out¿. Procedure: examination under anesthesia revealed 10 degrees of hyperextension of the knee joint. With 10 degrees of flexion and valgus stress, the medial side of the knee opened approximately 2mm. With a varus stress on the knee and 10 degrees of flexion, the lateral side of the knee opened approximately 5mm. At 90 degrees of flexion with an anterior translation force on the knee, the femur translated anterior greater than 5mm. There was a moderato clear effusion in the knee joint. There was mild synovitis. A synovectomy of the knee joint was performed. The polyethylene liner was removed. There is visible deformity addition of the polyethylene posteriorly with some mild surface wear. The femoral and tibial implants as well as patella were inspected. There is no gross osteolysis and implants were well fixed to bone. Only polyethylene liner exchange was performed. To balance the knee, a posterior medial release was performed and a thicker poly liner. Liner was trialed and then inserted. Dressings were applied and the patient was transferred to the recovery room in stable condition. Patient to be discharged home when they are comfortable and have met all pt goals. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may have been the result of polyethylene wear resulting in pain and instability as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be confirmed as the device was not available for evaluation and images of the explanted device and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.